Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In addition, the device was alleged to have an error code present. There was no harm or injury reported. The dreamstation auto CPAP device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, the reported symptom of an error code was confirmed. The device was scrapped following the evaluation. In addition, foam particles were found within the device. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.